Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose.